Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that one day later the patient experienced chest pain once during follow-up. The symptom was resolved with no action taken.

Event description:
Taxus express2 (B)(6) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. The lesion being treated was located in the proximal left anterior descending (lad). Details of the lesion are unknown. The physician implanted a 3.00x16mm taxus express2 stent to the proximal lad. During a 2-year follow-up, the physician found that the patient's anginal symptoms changed for the worse than the previous 1 year follow-up performed.

Manufacturer narrative:
(B)(4).